Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy , the tissue pad was detached off and the blade was broken off when a nurse cleaned the blade. No pieces fell into the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. It seemed that the device had not contacted with a forceps.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: did the tissue pad melt? (See pictures below which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿)---yes; or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?)---no; if yes, did any piece fall into the patient?---na; was the piece retrieved?---na; does the surgeon activate the device with the jaws closed, with no tissue between the jaws?---no information.